Event description:
It was reported that the user experienced an insulin delivery interruption due to an occlusion while using an ilet system with a steel contact detach infusion set and 23-inch tubing, after which they initiated a supply change and resumed delivery; blood glucose at the time was 186 mg/dl. Customer care provided support that included customer troubleshooting on performing a full supply change after an occlusion. Investigation of this case revealed an occlusion at the infusion set level that was resolved by replacing the set, consistent with an infusion pathway blockage. No clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery after the supply change with no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.